Manufacturer narrative:
Vyaire file identification: (B)(4).. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support advised the customer to have biomed replace the needle valve behind the adjust knob. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that mean airway pressure (map) of the 3100a ventilator does not go less than 10 with the adjust knob at minimum and a bias flow of 15 ,but it wil adjust with the limit knob. At this time, there is no information regarding patient involvement associated with the reported event.